Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that, during prep for a coronary drug eluting stenting treatment procedure, the stent came off the balloon. The taxus express2 2.75x24mm drug eluting stent was being prepped for use when "the stent was stripped off the balloon". The device did not have any pt contact. No pt complications occurred. Pt status is satisfactory.